Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice (hc) during the prime cycle. The home patient stated the patient line was leaking during the prime cycle. Product surveillance contacted the hp on (B)(4) 2010, who stated the patient line overprimed. The hp stated therapy was continued with no further problems. The sample was discarded. No patient injury or medical intervention was reported. No additional information was provided by the hp.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.